Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The sample was received for evaluation and performed functional testing for all samples, a syringe was engaged to the pvt valves and it was observed the syringe could be attached and kept its position and removed with no problem. The dimensional test was performed and the outer diameter of all the valves are within specification (6.80mm, 6.35mm) according to drawing 25015 rev e; therefore, no failure mode was observed in the received samples. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4).

Event description:
During pre-inflation the syringe would not fit onto the pilot line valve. There was no patient involved.